Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was clarified that the previously reported tubing problem was in reference to the leak, which was observed in the tubing of the clip delivery system (cds).

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted. However, during clip deployment, air was observed in the handle of the clip delivery system (cds), and a tubing problem was noted. Therefore, the clip was removed and replaced. Two clips were deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.